Event description:
In 2009, the patient reported that she questioned the delivery accuracy of her infusion device. She stated that sometimes when her blood glucose is elevated she disconnects from her infusion site and boluses and sees no insulin drip from the end of the infusion tubing. She stated that it sometimes takes 2-3 boluses before insulin will drip from the infusion tubing. She stated this has been occurring for a "few" months. She stated that she does not keep a log of her blood glucose readings and she was not able to provide specific date or blood glucose values. She stated her blood glucose has been as elevated as 400 mg/dl. She stated this typically occurs toward the end of an insulin cartridge and during the night. She stated that her blood glucose is not elevated when she goes to bed and she will wake up in the night and "feel" that her blood glucose is elevated. She then disconnects from her infusion site and boluses until insulin drips from the end of the infusion tubing. She injects insulin via syringe to lower her blood glucose and she reconnects to the infusion device. The patient was instructed to disconnect from the infusion site and to bolus. No insulin dripped from the end of the infusion tubing until 1.4 units had been delivered. She did not see any air bubbles in the system. She stated that she "can't" see very well to see if there are air bubble this may be the problem." The patient was not experiencing elevated blood glucose at the time of the report. She was advised to consult with her physician regarding elevated blood glucose during the night. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.